Event description:
Customer reported 3 missed antibodies on galileo during validation testing. Patient 1 had an anti-fya, patient 2 had an anti-e, and patient 3 had an anti-k. The antibodies were previously identified using the gel method.

Manufacturer narrative:
Instrument images were reviewed; the well fill was acceptable for all images. Negative buttons were observed. The samples the customer was testing were stored frozen and the customer did not perfrom any additional testing to verify reactivity of the antibodies after freezing.the customer did not return samples for investigation testing. It is not possible to rule out the samples as a cause of the event.